Manufacturer narrative:
Correction: initial reporter updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Checked batteries charged 100% and after using the system for 20 minutes driving and moving gantry up & down a few times the batteries lost small voltages in 20 minutes. The batteries charged back right up to full capacity afterward.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the batteries were not holding a charge. The site had it charged over the weekend and unplugged it for 15 minutes to bring it to the or and the battery charge indicator dropped to only 2 bars. No patient was present and had no impact to any clinical cases.